Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. On an unreported date during hospitalization; the peritoneal dialysis catheter was removed, dianeal therapy was discontinued, and the patient was transferred to hemodialysis therapy. The patient was recovered from the peritonitis. No additional information is available.